Event description:
Case #1 surgeon reports reversed activation on the pulsar I generator. When cut is pressed, display screen on generator show that coag mode is active. When coag is pressed, display screen on generator show that cut mode is active. Surgeon completed the case by pressing opposite button on hand piece to achieve desired effect. Patient information is unavailable as facility staff does not recall which case the issue occurred in. The surgeon using the generator is a new user of the product. Sales representative clarified that this may have been a customer confusion issue.

Manufacturer narrative:
(B)(4). Method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.